Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, 1st inratio: 7.5, 2nd inratio: 3.9. Customer tested one patient with blood directly from finger. Five minutes later, a re-test was done on a different finger. No signs of bleeding.